Event description:
It was reported through the patient outcome, the patient expired due to sepsis. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, d6, h4: serial number and date of implant were not provided. Device manufacture and expiration dates could therefore not be provided. Section d4 (model number), d10, h8: correction. Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.